Event description:
During follow-up, inappropriate therapy due to atrial fibrillation was observed. No device malfunction was alleged. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of inappropriate antitachycardia pacing due to supraventricular tachycardia were observed and the device was previously reprogrammed to resolve the event. The patient is anticipated to have an atrial fibrillation ablation procedure performed.